Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow up in clinic with their atrial lead exhibiting p-wave amplitude variation and noise over-sensing. The noise was reproducible when the patient leaned forward and was also found to have caused automatic mode switch episodes. Programming changes were made to the device's sensitivity settings and patient will continue to be monitored. Patient condition after the event was stable.